Event description:
The customer contact reported that during testing at the user facility, the device did not sound an audible tone during an alarm condition while in the low volume setting. There were no reports of any adverse events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. The device did not sound an audible alarm tone during an alarm condition while in the low volume setting. This was due to the circuit board.